Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: a returned sample as well as two photos were received. Per visual inspection, the connector was firmly connected in place. Based on the analysis performed on the sample provided, no root cause could be determined since the complaint was not confirmed. No corrective actions were required. A DHR review could not be completed as the lot number was not provided.

Manufacturer narrative:
Oother text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced detachment of the slip joint. It seems that an incident occurred where the slip joint came off several times while using the item. No patient injury or adverse effects have been reported.